Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with complaints of shortness of breath and having experienced a syncopal episode that same day; the patient was diagnosed with congestive heart failure and non st segment elevation myocardial infarction. Following the balloon rupture, there was extravasation of contrast into the right sinus of the valsalva. Intravascular ultrasound (ivus) was performed which revealed inadequate stent apposition in the distal end of the stent and good apposition in the proximal and midportions of the stent; however, there was some compression of the stent with an area in the proximal stent mld measuring 4.0x2.8 mm. Repeat angiography revealed persistent flow into the space created by the ruptured balloon. The patient was observed in the catheterization lab for approximately one hour. Repeat angiography revealed excellent angiographic result in the stented segment. There was still some flow into the right sinus of valsalva, but the space was not expanding and it was felt that the space would seal off once the angiomax was discontinued. The patient left the cardiovascular laboratory hemodynamically stable, chest pain free with baseline st segments. Two days later, the hematoma in the right sinus of valsalva was considered resolved and the patient was discharged on aspirin and clopidogrel.

Event description:
(B)(4) study. It was reported that balloon burst and hematoma occurred. In (B)(6) 2015, the patient was enrolled in the study and the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 70% stenosis and was 16mm long with a reference vessel diameter of 4.0mm. The lesion was treated with pre-dilation and placement of a 3.50x20mm promus premier¿ stent. However, it was noted that the balloon of the stent delivery system was ruptured. The balloon was immediately deflated. The patient then experienced hematoma in the right sinus of valsalva. Post-dilatation was performed with 20% residual stenosis. The patient remained hospitalized. The outcome of the hematoma in the right sinus of valsalva was recovering.